Event description:
A caller reported that the t:slim x2 pump battery was experiencing "charging issues". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.